Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using unspecified bd pen needle the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: email received: (B)(6) 2023 01:56:46 awareness date : mon (B)(6) 00:00:00 gmt 2023. Date bd notified : mon (B)(6) 00:00:00 gmt 2023. I am having an increased amount of difficulty with 32g x 5/32" needles with my insulin. On an increasing basis, they are jamming and will not inject the correct amount of insulin. They will allow 6 - 10 units out of the 48 I am supposed to take and then they jam solid and will not move. I go through extra needles and the injection is painful due to all the attempts to get a complete dose. Can you advise as to what is happening? From phone call on (B)(6) 2023 08:39:43: consumer stated, no insulin flows when taking injection. Stated, he does not prime everytime. Lot: unknown. Catalog: nano pro. Date of event: unknown. Samples: yes; cl.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd pen needle the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: email received, (B)(6) 2023. Awareness date : (B)(6) 2023. Date bd notified : (B)(6) 2023. I am having an increased amount of difficulty with 32g x 5/32" needles with my insulin. On an increasing basis, they are jamming and will not inject the correct amount of insulin. They will allow (B)(4) units out of the 48 I am supposed to take and then they jam solid and will not move. I go through extra needles and the injection is painful due to all the attempts to get a complete dose. Can you advise as to what is happening? From phone call on (B)(6) 2023: consumer stated, no insulin flows when taking injection. Stated, he does not prime everytime. Lot: unknown. Catalog: nano pro. Date of event: unknown. Samples: yes cl.